Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- one similar complaint event(s) within associated lots were found. Manufacturer narrative: a review of the device labeling was completed. Iritis and fibrin precipitation are identified in the labeling as known potential adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. Prolonged inflammation suggests secondary systemic health or ocular issues or issues with the post-op medication regimen. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5 -6.00d implantable collamer lens of diopter -6.0 into the patient's right eye (od) on (B)(6) 2024. The patient underwent bilateral implantation of icls. Concomitant products used intraoperatively include imipenem cilastatin injection, opegan viscoelastic and, the msi injector system. Post-op medications included: steroidal, antibiotic and nsaid eye drops used hourly day 1 and 5x/day for 1 week following implantation. Toxic anterior segment syndrome (tass) was diagnosed (od). No diagnostic tests were performed. Information from the last follow up on (B)(6) 2024 stated there were no problems with vision or symptoms, but mild fibrin and pigmentation were identified. The condition did not require treatment but required follow-up. In the reporter's opinion the cause of the event was unknown. The lens remains implanted.

Manufacturer narrative:
Additional data: h6: type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).